Manufacturer narrative:
(B)(4). Batch #u5c018. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was described as "locking half way through the firing." The case was completed with a like device. There were no patient consequences. No additional information is available at this time.